Event description:
Customer reported being hospitalized with high blood glucose levels. Customer stated that she woke up with a blank display. Customer also stated that pump giving her no power, low battery messages and a low reservoir alert with plenty of insulin in the pump.